Event description:
It was reported that insulin from the reservoir leaked past the o-rings and the rubber stopper. The caller mentioned that the leaks happened in the reservoir compartment. The customer experienced high blood glucose of 520mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one sealed and 3 opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.